Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation.   New information added on field: a review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured. The device was not returned to olympus for inspection. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that the connecting tube was unable to be connected as connector was hit by something hard or loosened and damaged. As a cause of the loosened connector, the user may have applied stress to the connector toward loosening direction, and the stress was accumulated. The event can be [detected/prevented] by following the instructions for use which state: chapter 3. Inspection before use 3.3 inspecting the connectors check the following for each connector. -the connector should be fixed firmly. -the o-rings should be free of abnormalities such as cracks, tears, or dents. Do not use the equipment if any connector seems to be damaged or defective. Using the equipment when an irregularity has been detected may interfere with reprocessing. Furthermore, fluid leakage may damage peripheral devices or facilities near the equipment." Olympus will continue to monitor field performance for this device.

Event description:
It was reported, the gray connector on the endoscope reprocessor was broken. It is unknown when the issue occurred. There were no reports of patient harm.

Manufacturer narrative:
An olympus field service engineer (fse) was dispatched to the user facility. The device was evaluated and repaired. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided.